Manufacturer narrative:
The local area field representative was contacted for additional information regarding associated symptoms and product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted and replaced due to entering safety mode. No additional adverse patient effects were reported. Product return was requested.